Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right atrial (ra) lead, right ventricular (rv) lead, and left ventricular (lv) lead. The noise and oversensing did result in pacing inhibition. The patient has an underlying rhythm in the high 40's. The patient's pace/sense rv lead is a non-boston scientific product. Troubleshooting was performed, and the noise was reproduced on all three leads. An x-ray was performed, however, no issue were seen. Subsequently, a revision procedure was performed and small cuts in the insulation were observed. It was suspected that the cuts occurred as the previous generator change out procedure. The ra and rv leads were repaired. This ra lead remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.